Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure in the arterial tibial bypass, while being flushed, the indigo system aspiration catheter 6 (cat6) fractured at the strain relief. The cat6 fractured prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new cat6.

Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was fractured approximately 1.0 cm from the hub. The cat6 was kinked approximately 52.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the cat6 was fractured. This type of damage likely occurred due to forceful handling during preparation. Further evaluation of the returned device revealed that the cat6 was kinked. This type of damage was likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.